Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). Investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when implementing a vanguard surgery, on opening the cement the customer realized that the bag was not well sealed and the content dropped without opening the bag.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d1, d2, d4, g4, g7, h2, h10. The item number of the product has been updated : 3020810401. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that when implementing a vanguard surgery, on opening the cement the customer realized that the cement bag was not well sealed and the content dropped without opening the bag. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G5 : the device is not a combination product. This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d10, g1-2, g4, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened. The review of the device manufacturing quality record indicates that (B)(4) products biomet plus bone cement 40 -3 reference 3020810401-3, lot number a712ca3102 were manufactured on 03 november 2017, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other complaint has been recorded for biomet plus bone cement 40 -3 reference 3020810401-3, lot number a712ca3102 on the reported issue within one year. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that when implementing a vanguard surgery, on opening the cement the customer realized that the cement bag was not well sealed and the content dropped without opening the bag. No adverse events have been reported, as a result of the malfunction.